Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot. Review of the logfile shows a gap indirectly confirming about the reported malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and identified a software issue with the suite pc and advised the customer to perform a full system restart, but the issue persisted and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the system would start and stop at the ¿x-ray system is starting up¿ screen and confirmed the issue was related to the suite pc software. To resolve the issue, the fse reinstalled the software. The failed fan tray was replaced in another case. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.